Event description:
Information received from the field does not address the patient's clinical status but notes that post implant, the lead dislodged. P-waves were not being sensed and the capture threshold had risen to 3.5 v from 1.0 v. An x-ray was inconclusive. The lead was repositioned.